Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm reported. The patient's condition is reported as fine.

Event description:
It was reported the spring wire guide was found kinked during use on the patient. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one spring wire guide (swg) inserted into an ars and 18 ga introducer needle. Signs of use in the form of biological material were present on the swg body and in the needle hub. Visual inspection of the swg revealed two bends in the swg body and a deformed j-bend. Microscopic examination confirmed both welds were fully formed and spherical. Microscopic examination also revealed offset coils in the area where the j-bend would be. The kinks in the guide wire body measured 385 mm and 558 mm from the proximal weld. The total length of the swg measured 602 mm which is within specifications of 596-604 mm per swg graphic. The outer diameter of the swg measured 0.799 mm which is within specifications of 0.788-0.826 mm per swg graphic. The outer diameter of the needle measured 0.04990" which is within specifications of 0.0495-0.0505" per needle cannula graphic. The inner diameter of the needle measured 0.041" which is within specifications of 0.0410-0.0430" per needle cannula graphic. The swg was removed from the needle along with a large amount of biological material. The swg was reinserted into the returned needle per IFU which states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The swg passed through the needle with minimal resistance. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit warns the user, "do not withdraw guide wire against needle bevel to reduce risk of possible severing or damaging of guidewire". The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire contained two bends and a section offset coils. The guide wire met all relevant dimensional requirements and a device history record review was performed with no relevant findings. Based on the customer report and the sample received unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.